Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open. A field service engineer (fse) arrived on-site and met with the customer, who reported that drawer 6.1 failed to stay closed and could not be recovered. Upon inspection, no visible damage to cables or sensors was found. During testing with the user application, the fse successfully recovered the drawer and resolved the issue. The drawer was removed and thoroughly inspected for obstructions or damage, with none found. Both the customer and fse tested drawer 6.1 multiple times using the user interface and hardware testing application (hta), with no failures observed. The customer also successfully recovered storage space and performed an inventory test without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.